Event description:
It was reported that the insulin gauge displayed an amount different than expected, with a fill estimate issue occurring. There was no reported impact to the customer¿s blood glucose level. The customer successfully reloaded the cartridge with guidance from technical support, who advised the customer to monitor the fill estimate and follow up if inaccuracies recurred.